Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01286. The patient received his scs system, including four percutaneous leads, on (B)(6) 2010. It was reported that two of the leads placed in the cervical area had migrated anteriorly resulting in uncomfortable stimulation. The physician explanted and replaced the leads with two leads of a different model on (B)(6) 2011. Stimulation was restored with the replacement leads.